Event description:
It was reported that during the shoulder arthroscopy the tip of the accupass direct broke off when passing through the labral tissue. The metal tip was observed but could not retrieved. There was more than thirty minutes of delay and a back up was available to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2037603 found no non-conformances or anomalies during manufacturing process related to the reported event. Clinical evaluation was completed and concluded that based on the limited information provided the root cause for the reported issue could not be determined. It is unclear if the instructions for use were adhered to; however, it does caution that ¿excessive tension, force or friction on the suture during suture passing can damage the suture and the suture passer resulting in failure.¿ the accupass tip is made of superelastic nitinol which is a biocompatible material however, since the tip is part of a surgical device it is not approved for implantation. No patient injuries beyond the additional surgical time. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No plans to remove the tip have been communicated, however it was noted that post-operative monitoring is being carried out. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: excessive force. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.